Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. It was reported that the patient died. Safety assessed the event as possibly related to the index device or anti-platelet medication.

Manufacturer narrative:
The patient had cancer and was treated with surgical intervention but died a non cardiac death. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as non-cardiovascular due to liver failure and metastatic cancer. If information is provided in the future, a supplemental report will be issued.